Manufacturer narrative:
Block e1 (initial reporter facility name): the initial reporter facility name is the (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the advanix biliary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent damaged. Media analysis could not confirm the reported event of catheter guide break and catheter guide kinked. Based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the common bile duct to treat gallstones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. Prior to the procedure, upon opening the package and outside the patient, the sheath was observed to be abnormally kinked. The physician applied minimal force, which resulted in immediate damage to the product. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the common bile duct to treat gallstones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. Prior to the procedure, upon opening the package and outside the patient, the sheath was observed to be abnormally kinked. The physician applied minimal force, which resulted in immediate damage to the product. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): the initial reporter facility name is (B)(6). Block h6 device code has been corrected. Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Block h11: the advanix biliary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent damaged and kinked. Media analysis could confirm the reported event of stent kinked as it was observed on the photo wherein the stent is damaged and kinked. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the device manipulation of the physician during the procedure or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Manufacturer narrative:
Block e1 (initial reporter facility name): the initial reporter facility name is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was to be implanted in the common bile duct to treat gallstones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. Prior to the procedure, upon opening the package and outside the patient, the sheath was observed to be abnormally kinked. The physician applied minimal force, which resulted in immediate damage to the product. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.